Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient experienced pain due to the battery flipping out like a door hinge. CT scan confirmed battery position flipping out an angle. Hcp dissected the pocket out and flattened out the battery position. A seroma at pocket site after implant was reported but no infection. Patient had a pocket revision on (B)(6) 2021 and the issue resolved. No further complications were reported at this time.